Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a possible pocket infection. The patient¿s system was explanted and not replaced. No further patient complications have been reported as a result of this event.